Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The detailed investigation showed that the situation was caused by incorrect operation. Both the on-site investigation and the review of the log file clearly indicated that the user had simply used the wrong program. The system has standard programs, with different parameters, depending on the purpose of use. In the given case, the user mistakenly wanted to use a program intended for abdominal images for neuro images, which is neither appropriate nor does it lead to the desired result. The respective application is described in detail in the user manual. To counteract the above-mentioned problem, the customer was again trained on the system. A possible fault of the system could not be determined by the examination. The system works as specified and no further measures are necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q floor system. The user reported that the image quality was in a range that multiple injections of the contrast medium with different exam sets was required in order to see the vessel. At this time, we are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event